Event description:
The manufacturer received information alleging a ventilator inoperative alarm had occurred while the trilogy evo device was standby while the patient was being suction. The customer replaced the device with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed in the device's error log. The manufacturer's service technician evaluated and determined there was a flow sensor fluctuation that occurred on the device. In conclusion, the device's flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the vanity cover was replaced due to the silver frame was missing around the power button. This was unrelated to the reportable issue. The device passed all final testing.